Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device from (B)(6) 2010 was infected and had to be removed for the right brain, left side.